Event description:
The customer reported to beckman coulter, inc. (Bci) that their synchron cx4 delta clinical analyzer showed vacuum and air pressure messages, "no vacuum" and "no primary air pressure," and then the instrument stopped running. Also, there was a burning smell coming from the instrument. The customer indicated that there was no smoke, no one in the lab was injured and no medical attention was sought. The customer called beckman coulter for service. Although no serious injury or adverse event occurred, there exists the possibility that a malfunction of the instrument may have caused injury.

Manufacturer narrative:
The customer technical support (cts) rep instructed the customer to power down the instrument. A beckman coulter fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse replaced a defective starting capacitor for the compressor. The old capacitor had plastic case, the new capacitor had a metal case. The replacement of the capacitor resolved the problem and was determined to be the root cause of the issue. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.